Event description:
Account alleged they are getting service required code. Account found the left coiled cable had cut exposed wires. No injuries.

Manufacturer narrative:
Account replaced the left head coiled cable to resolve the alleged problem with the cable having bare metal wires exposed and the service required flashing an error code.